Event description:
It was reported that using an femoral artery access approach during a procedure of the tortuous celiac trunk a 6 fr introducer was positioned at the entrance of the target artery and the xact stent delivery system (sds) was advanced and positioned over a 0.014 guide wire. Deployment of the stent was started and the handle was rotated, however, the outer sheath retracted only partially from the distal portion then became 'blocked' and the handle idled/freespin and the sheath could not retract. The sds was removed from the anatomy without reported issue. A second xact sds was used successfully without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulties deploying the stent were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.